Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body found no anomalies. Helix mechanism test passed without issue with new stylet, this test also passed with the returned bent stylet, but the helix jumped out, likely from built up torque due to the bent stylet. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this was an attempted lead. During the implant procedure it was noted that the lead exhibited slight resistance and lack of smooth motion when being retracted and extended. This behavior persisted despite multiple testing attempts. Concerns were raised regarding a potential malfunction within the body of the lead. As a result, the physician decided to complete the procedure with another lead. No adverse patient effects were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this was an attempted lead. During the implant procedure it was noted that the lead exhibited slight resistance and lack of smooth motion when being retracted and extended. This behavior persisted despite multiple testing attempts. Concerns were raised regarding a potential malfunction within the body of the lead. As a result, the physician decided to complete the procedure with another lead. No adverse patient effects were reported. This lead has not been returned to boston scientific.